Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report rec'd from the USA stating that the device would not secure the cutter. The device was being used during surgery. No injury or medical intervention occurred. There was no add'l info provided.